Manufacturer narrative:
The device was not returned to zoll medical corporation; instead, a zoll representative went on site to evaluate the device. The customer's report was duplicated and attributed to a faulty cprd adaptor. The customer was advised to replace the cprd adaptor. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 72-year-old female patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.